Event description:
It was reported that tip detachment occurred. The 100% stenosed moderately tortuous and severely calcified lesion was located in superficial femoral artery. A truepath was selected for use and during removal a thread-like fragment was observed and the tip was stretched and detached. The procedure was completed using a different device and no patient complications were reported.